Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caregiver of a customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 501 mg/dl at the time of incident. The caregiver was able to help customer prime but wanted to contact the customer's mother before further troubleshooting was performed.